Event description:
The plastic container that the product is packaged in, leaches into the reagent rendering it unstable. The MFR is aware of the problem and is planning to package the product in a glass container.